Manufacturer narrative:
Investigation included a review of user-reported information. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device malfunction could be confirmed based on the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced a low blood glucose event while using the system, with a blood glucose questionnaire completed and user troubleshooting performed. Symptoms included hypoglycemia with a blood glucose of 55 mg/dl. Outcomes included the need for oral carbohydrate treatment, which the user took in the form of chocolate, bread, and juice, and the event resolved.